Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. The pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected restart error alarms were noted. The pump was monitored for several days and no blank display anomalies were noted. No damage was found on the lcd isolation tape or interface board. No moisture damage was found inside the pump. The pump had a cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexpected restart, moisture damage, button error and blank display from the insulin pump. The customer's blood glucose reading was 90 mg/dl to 100 mg/dl. The customer stated that the pump fell into the toilet. The customer stated that she was in the shower and someone used the bathroom and did not notice until she got out. The customer stated that the pump beeped unexpected restart. The customer stated that the display went blank immediately after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.